Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2013-00028 to provide information regarding the user facility maude report number. Please see the attached copy of the user facility maude report number (B)(4) for the user facility description of the event. The user facility maude report was received by terumo from the FDA on (B)(4) 2013.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2013-00028 to provide the user facility maude report number, (B)(4), which was received by terumo from the FDA on (B)(4) 2013. The maude report includes the following additional information: (1) a towel had been previously placed over the cross-cut valve (ccv) because of the possibility that spray back could result from injecting contrast through the side-tube while a balloon catheter was in place and inflated; and (2) reportedly, the towel was removed by the physician so he could take a photograph, the contrast / heme injection was made at that time, and this resulted in the spray back of the contrast / heme mixture contacting a nearby member of the medical team. The complaint file has been updated with this information by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a staff member was exposed to blood spray during a peripheral angiogram & stent placement procedure. The following additional information was obtained during communication with the user facility: manual injection of a contrast/heme mixture was attempted through the side tube of the device while a balloon catheter was in place and inflated; the injection created spray from the ccv (cross-cut valve); a staff member was exposed to the spray so they were sent for ¿standard exposure testing¿ following the incident; the user facility confirmed that no additional information will be provided in regards to the status of the staff member; and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information, quality records and reserve samples. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were confirmed to be met. A review of the device history record indicated that there were no production related problems for this lot number. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with restriction of flow through the sheath due to the balloon being inserted and inflated at the time of the injection of the contrast media / heme mixture resulting in increased pressure, and then, the injected fluid being pushed back through the cross-cut valve (ccv). The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "excessive leakage may occur through the ccv valve with high/rapid flow injections such as an injection of contrast to provide comprehensive image of the aortic arch. If rapid injections are required, remove the ccv valve and inject directly through the sheath hub." (B)(4).